Event description:
Follow up information received reported that the patient was to be scheduled to change out the implantable neurostimulator. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported a possible over-discharge (od) and 3rd strike (end of service (eos)). It was not communication between implantable neurostimulator (ins) and programmer (model 8840). Patient had not used the system for over a year. A 60 minutes physician recharge mode (pmr) was performed. Trying to clear power-on-reset (por) message, programmer was not able to find ins. Medtronic representative was not able to make adjustments with programmer with antenna. In addition, it was not able to adjust stimulation with patient programmer. It displayed "call your doctor" icon. Por condition occurred as a result of suspected od. Additional information has been requested, but was not available as of the date of this report.